Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional information. This event has been reported by the importer on MDR# (B)(4).

Event description:
The customer originally reported: we have had several lung transplant patients with mycobacterium immunogenum identified in bronchoalveolar lavage specimen (bal). After review, it was found that all of these patients had bronchoscopy with disposable and reusable olympus scopes. Our physician reviewed the lab processes. The bal results were all from direct specimens with no dilution. There was no gap identified in the lab process. The physician observed a bronchoscopy and identified no gaps in the procedure. No water/ice was introduced into the patient during the procedure. The facility randomly chose one bronchoscope to culture, and it tested positive for mycobacterium immunogenum. The medivators were cultured (results not provided). The customer consulted with state health office and the cdc requesting recommendations, and they advised to reach out to the manufacturer. The customer stated plans to culture the rest of the bronchoscopes in their fleet (n-52) over the next month. The facility¿s internal lab is unable to perform environmental cultures on solid surfaces such as sinks and prep tables due to the needed swabs and lab processes required. Additional information was requested from the customer and the customer provided a table of seven patients involved, as well as culture results for the one bronchoscope that was randomly tested and found to be positive for mycobacterium immunogenum. Case with patient identifier (B)(6) reports patient 1 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6): 8th related complaint reported by customer (positive scope culture-no patient involvement reported). Case with patient identifier (B)(6) reports patient 7 of 7 with mycobacterium immunogenum identified in bal (this report). Case with patient identifier (B)(6) reports patient 6 of 7 with mycobacterium immunogenum identified in bal . Case with patient identifier (B)(6) reports patient 5 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 4 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 3 of 7 with mycobacterium immunogenum identified in bal. Case with patient identifier (B)(6) reports patient 2 of 7 with mycobacterium immunogenum identified in bal. After a bronchoscopy for unstated indication, using an evis exera ii bronchovideoscope, the patient¿s bal specimen was positive for mycobacterium immunogenum. The was not treated for the positive bal culture. The patient's current condition is reported to be ¿home¿. No other consequences to the patient have been reported. The scope used in this patient¿s procedure was cultured and was found to be negative for acid-fast bacilli (afb).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On mar 10, 2022, two olympus endoscopy support specialists visited the user facility. During the onsite reprocessing in-service, the ess observed the scopes were being improperly reprocessed as follows: a. Inappropriate leakage testing method ·not perform angulation with placing whole scope under water ·after leakage test, took out just the scope-connector from the water and disconnected the scope from the leakage tester, mb-155. B. Inappropriate brushing method ·not perform brushing from suction cylinder into channel appropriately c. Inappropriate usage of suction cleaning adapter ·maj-222 was not attached. Not suctioning detergent after using syringe. The ess covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The device history record (DHR) for this device was reviewed and it was confirmed the device met all design and safety specifications when it shipped. Based on the results of the investigation, the relationship between the patient infection/positive culture and the device cannot be confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.